Event description:
It was reported that while preparing for a da vinci si procedure, the surgical staff detected a sulfur like smell coming from the patient side cart (psc) in the operating room. No system errors were reported and when moving the psc into another room, the odor seemed to follow the system. The patient was under anesthesia when the surgeon decided to abort the planned surgical procedure and reschedule for a later date.

Manufacturer narrative:
Investigation conducted by the field service engineer (fe) was unable to reproduce the customer reported sulfur smell. Surgical staff then notified the fe that during a case the day prior to this event, a patient suffered severe diarrhea and that the smell was likely related to this event. The fe was unable to find any physical evidence or odor resulting from contamination or fluid intrusion to the patient side cart. Additionally, no system errors were found to have occurred. As of dec 2, 2010 the site has continued to perform procedures with the da vinci si surgical system and there have been no reported recurrences of this issue.